Event description:
Procedure performed: ni. Event description: when trying maneuver device it felt stiff/difficult and also seems blunt (difficult to cut tissue). User replaced device. Additional information received via email from [name] on 10 june 2022: 1. Patient status following the procedure: I am unable to obtain any further information. 2. Name of procedure being performed: I am unable to obtain any further information. 3. Reason why the product is not returning for investigation: it has been disposed. Intervention: replaced. Patient status: ni.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: no information. Event description: when trying maneuver device it felt stiff/difficult and also seems blunt (difficult to cut tissue). Additional information received via email from [name] on 10 june 2022: 1. Patient status following the procedure: I am unable to obtain any further information. 2. Name of procedure being performed: I am unable to obtain any further information. 3. Reason why the product is not returning for investigation: it has been disposed. Intervention: replaced. Patient status: no information.